Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspection was performed. The reservoir did not function due to deterioration of the valve¿s material.

Manufacturer narrative:
It was reported that the procedure was an inguinal hernia repair on (B)(6) 2014 and a reservoir was used. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. The device did not function properly and had no suction. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.